Event description:
Pump declared a cartridge alarm during insulin pumping, with the specific alarm number unknown at the time. Customer's blood glucose level was reported within normal range, not exceeding 500 mg/dl. The caller was assisted in loading a new cartridge correctly and successfully resumed insulin therapy.